Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced a return of pre-existing pain. Therefore, the patient underwent a laminectomy procedure wherein both the indirect decompression (ID) spacers were explanted (see MFR report 15539759). The return of pre-existing pain was not related to the device. There were no patient complications postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Device analysis performed on the returned indirect decompression spacer revealed no anomalies and exhibited normal device characteristics. However, a product labeling review identified that the device/procedure being unable to improve symptoms is a known inherent risk associated with the use of lumbar spine implants.

Event description:
It was reported that the patient experienced a return of pre-existing pain. Therefore, the patient underwent a laminectomy procedure wherein both the indirect decompression (ID) spacers were explanted (see MFR report 3006630150-2022-04866). The return of pre-existing pain was not related to the device. There were no patient complications postoperatively.